Event description:
It was reported that the patient underwent a pelvic organ repair procedure on (B)(6) 2008 and mesh was used. During that procedure, a uretex sling was also implanted. Following the procedure, the patient experienced many unspecified symptoms including mesh coming out of her vagina. There was no further information available at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) /2011. (B)(4) constipation, (B)(4) suicide. Additional narrative: it was reported by a family member that approximately four months ago, the patient started having problems such as vaginal erosion with severe pain. The patient was having her bladder flushed with antibiotics weekly because of erosion into her bladder. The patient also had severe constipation problems. The patient took pain pills which did not help, so the patient shot herself and is now deceased. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.